Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. It was reported that the patient was not treated with any medication for the peritonitis. At the time of this report, the patient outcome was unknown. Dianeal therapy was ongoing. No additional information was available.